Event description:
No further information is available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified a fractured tip on the inner hub assembly. The complaint is confirmed. There is also some damage and deformity on the plastic handles. This instrument is a single use item. Review of device history records found these units were released to distribution with no related deviations or anomalies. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the instrument fractured during use with no impact to the patient. No further information is available at the time of this reporting.